Manufacturer narrative:
(B)(4): the customer reported the ac power module wires came out. There was no reported patient involvement. The customer was sent a replacement ac power module to resolve the failure. The module was not returned for evaluation. We will consider this a malfunction of the ac power module that could prevent the device from powering up under ac power.

Event description:
The customer reported the ac power module wires came out. There was no reported patient involvement.